Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -5.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. An excessive vault was reported. The lens remains implanted.

Manufacturer narrative:
Patient identifier: (B)(6). Weight, ethnicity,race: unk. Investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- the reporter stated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -5.5 into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vault. On (B)(6) 2022 the lens was exchanged for the same model/shorter length lens and the problem is resolved. The status of the eye was reported as "patient is happy". The cause of the event is unknown. Claim# (B)(4).